Event description:
The customer reported the sys failed to boot up fully and the touchscreen frequently froze. No report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard drive was replaced. Also, the software and calibration files were reloaded. The sys was then found to be operating as intended.